Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose was within range. Reportedly, the customer will continue using the pump for insulin therapy until a replacement is received.